Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9205622. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-24. Medical device lot #: 9249095. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-06." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle is separating from the hub when connected to vacutainer causing needle to separate from the safety shield with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: lab staff are having issues with the needle separating from the black hub when it is screwed into the vacutainer so the needle pulls away from the safety device. We discarded the boxes of this lot that were on hand in the laboratory.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#127721. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
It was reported that the needle is separating from the hub when connected to vacutainer causing needle to separate from the safety shield with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: lab staff are having issues with the needle separating from the black hub when it is screwed into the vacutainer so the needle pulls away from the safety device. We discarded the boxes of this lot that were on hand in the laboratory.